Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported right side partially deflated. "A sharp tip liposuction cannula was used to puncture the right implant and suction out the remaining saline." This record is for right side. The device has been explanted.

Event description:
Healthcare professional reported, right side "deflation". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported right side partially deflated. "A sharp tip liposuction cannula was used to puncture the right implant and suction out the remaining saline." This record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed one opening assessed as surgical damage per rga. As per the investigation procedure observed wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.